Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot#: unknown. Implanted: (B)(6) 2021, product type: lead. Product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urge incontinence. The trial began (B)(6) 2021. It was reported that one of the patient's leads were cut. There were no patient symptoms or further complications reported at this time.